Event description:
The account alleged that the head hi/low lowered unintentionally.

Manufacturer narrative:
The account was never able to duplicate the alleged problem with the head hi/low lowering unintentionally and placed the bed back into service.